Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving dilaudid at a concentration of "10" and an unknown dose via an implantable infusion pump for an unknown indication for use. The patient was not getting pain relief in their neck. The cause of their neck pain was degenerative disc disease. The dose had been adjusted in the past and it was unknown if this worked. The pump would be explanted. The issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.